Event description:
It was reported that when using the bd pyxis medstation system, the drawers 3.1 and 3.2 cannot be detected, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 3.1 and 3.2 of the station were undetectable. A field service engineer replaced the drawer module controller to resolve the issue. Additionally, preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.